Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus, but would not deploy from the delivery system. The capsule did not remain attached to the esophagus and the delivery system was removed from the pt with the capsule still attached to it. A second procedure was done with a new capsule and was successful. No serious injury to the pt was reported.